Event description:
It was reported that the system displayed a filament regulator error and the system locked up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.